Manufacturer narrative:
Additional information: on (B)(6) 2019, a shorter lens was implanted. The problem is resolved. The lens was returned in a plastic box, taped to gauze. The lens was stuck on the gauze, method code added. Result code updated. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -5.0 diopter, into the patient's left (os) eye on (B)(6) 2018. On (B)(6) 2018 the surgeon explanted the lens because it is "too big" and the patient is uncomfortable.